Event description:
It was reported that this atrial lead was explanted approx. 24 months after the implantation due to increasing pacing impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An explantation aid was still inserted in the leads body. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple parts of the lead body were found covered in fibrotic tissue. In particular the distal lead region, including the helix and ring electrode were found covered with fibrotic tissue due to the inserted explantation aid a measurement of the dc resistance of the inner conductor coil and pacing impedance was not feasible. However the pacing impedance measured during the electrical analysis of the outer conductor coil was within the technical specifications. Calcification is known to cause high impedances. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.